Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive when the user attempted a meal announcement, preventing device unlocking for about an hour; the device later resumed normal responsiveness and the automated insulin dosing corrected hyperglycemia. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia with a peak glucose of 398 mg/dl, out-of-range duration estimated at about two to three hours, and no need for outside assistance or medical intervention. Investigation included troubleshooting and education with the user and monitoring for recurrence. Investigation of this case revealed a temporary screen unresponsiveness consistent with a device user interface freeze that self-resolved, after which the system corrected the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.